Event description:
It was reported that this pacemaker exhibited far field oversensing on this right atrial (ra) lead that resulted in inappropriate atrial tachy response (atr) episodes. Reprogramming options were discussed. The health care professional (hcp) stated a follow up appointment will be scheduled. Further information was received that this lead exhibited low out of range pace impedance measurements that resulted in a lead safety switch. Additionally, boston scientific technical services (ts) confirmed this device has stored at least 1000 inappropriate atr episodes due to noise from myopotential oversensing. Further evaluation on this right atrial (ra) lead was recommended. No adverse patient effects were reported. At this time, this device system remains in service.